Event description:
It was reported through the attorney for the patient, as a result of a legal claim, that allegedly, the patient received a trident ceramic acetabular system. It was further alleged that, "after implantation the patient began experiencing audible noise during motion emanating from the location of the hip."

Event description:
It was reported through the attorney for the patient, as a result of a legal claim, that allegedly the patient received a trident ceramic acetabular system. It was further alleged that, "after implantation the patient began experiencing audible noise during motion emanating from the location of the hip."

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. Further information such as operative reports, xrays, patient history & follow-up notes are needed to investigate this event further.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time. Therefore, the exact cause of the reported event cannot be determined. Device implanted.